Event description:
The home patient (hp) contacted baxter's (B)(4) regarding a system error 2240 alarm that occurred on the home choice (hc) during dwell 5 of 5. The hp had four bags connected; there was solution in the heater bag only. The baxter technical service representative (tsr) had the hp cycle the power to clear the system error 2240 alarm. It was followed by a system error 2367 alarm. The hp would complete therapy using manual supplies. The solution to the problem was provided over the phone. There was no injury or medical intervention required at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. This complaint for the system error 2240 (air in line) that occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's investigation